Manufacturer narrative:
Medical device lot #: 8057936. Medical device expiration date: n/a. Device manufacture date: 2018-02-26.

Event description:
It was reported that before use of the bd syringe 10cc s/t wos sterile water bns there was an issues with foreign matter, inaccuracy filled volume, and leakage.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8025585, medical device expiration date: n/a, device manufacture date: 2018-01-25. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe 10cc s/t wos sterile water bns there was an issues with foreign matter, inaccuracy filled volume, and leakage.